Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that their insulin pump had plastic ring where the reservoir goes in fell off and had been super glued back into place. The customer¿s blood glucose was unknown at the time of incident. Customer reported that there was cracked on the back of the insulin pump along where the belt clip attaches and to the left side of the insulin pump, cracked on the middle button of the insulin pump and insulin pump had lost settings before. The insulin pump will not be returned for analysis.